Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo did not show the leak, only the location from where the leak was reported to have occurred was marked. The reported condition was not verified due to the lack of actual sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy, an external fluid leak was observed when the effluent bag became full and had to be emptied. There was no patient injury or medical intervention associated with this event. No additional information is available.